Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material found in a catheter is inconclusive due to the condition of the returned sample. One distal end of a 3cg stylet was returned for evaluation. An initial visual observation showed the stylet fragment was measured to be about 5 cm in length. No kinks were observed along the returned stylet fragment. A microscopic observation revealed the returned stylet to be the distal end of the stylet. The proximal end of the stylet fragment appeared to be broken with a slight elliptical shape. The break site appeared to have an uneven fracture surface. The magnets inside the stylet appeared to be present throughout the returned fragment. Because the catheter was not returned for evaluation and the clinical conditions are unknown, the complaint of foreign material found inside a catheter is inconclusive. The returned metal was identified as the distal end of the stylet that comes in the powerpicc catheter described on the returned lot sticker. Potential causes of the stylet break include bending of the stylet or cutting the stylet during trimming of the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during the implantation of the PICC, a metal piece came out along with the mandrel. As we proceeded to retract the stylet from the catheter, a small metal piece of about 5cm came out, it must not have been part of the stylet as the stylet itself was intact. No other information was provided. Additional information received: there were no consequences for the patient, the device anomaly was found during the pre-positioning inspection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during the implantation of the PICC, a metal piece came out along with the mandrel. As we proceeded to retract the stylet from the catheter, a small metal piece of about 5cm came out, it must not have been part of the stylet as the stylet itself was intact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during the implantation of the PICC, a metal piece came out along with the mandrel. As we proceeded to retract the stylet from the catheter, a small metal piece of about 5cm came out, it must not have been part of the stylet as the stylet itself was intact. No other information was provided. Additional information received: there were no consequences for the patient, the device anomaly was found during the pre-positioning inspection.